Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -9.0/1.5/089 (sphere/cylinder/axis) was torn during loading while inserting the lens into the patients left eye (os)on (B)(6) 2024. On (B)(6) 2024 the lens was implanted and removed intra-operatively. On (B)(6) 2024 a replacement lens of the same model, size and similar power lens was implanted and the problem was resolved. Cause reported as unknown.